Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient used a minicap with inadequate betadine coincident with peritoneal dialysis (pd) therapy which caused peritonitis. The patient was hospitalized with complaints of abdominal pain and was diagnosed with peritonitis. The patient was treated with unspecified antibiotics. Pd therapy was ongoing during hospitalization. Three days after the hospitalization, the patient was discharged. The patient recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.